Manufacturer narrative:
Based on the completed investigation, the issue was attributed to a damaged or unstable charged coupled device (ccd) connection. While the exact root cause of the reported malfunction could not be definitively determined, component damage is considered the most likely contributing factor. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
During the device evaluation, intermittent image loss was observed when the insertion tube was manipulated. There were no reports of patient involvement.